Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and insulin pump alarmed the motor arm cannot communicate with the main arm and the critical block and inverse critical block did not add to zero. Customer's blood glucose level was 406 mg/dl. Customer declined to troubleshoot for high readings. Customer performed to troubleshoot for alarm and self test was performed and test was passed. The insulin pump will not be returned for analysis.